Event description:
It was reported the patient¿s system was removed a couple years prior and they needed an MRI of the lumbar spine as of the date of the report. An x-ray of the patient¿s tailbone region was done on 2014-(B)(6). The x-ray showed ¿something.¿ the healthcare provider was not sure if it was possibly a piece of lead left behind. When looking at the x-ray, it reportedly looked like a ¿dotted line, not a solid piece.¿ additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# j0313895v, implanted: 2003-(B)(6), explanted: 2010-(B)(6), product type lead. Product ID 3095-10, serial# (B)(4), implanted: 2003-(B)(6), explanted: 2010-(B)(6). Product type extension, product ID 3031a, serial# (B)(4), implanted: 2003-(B)(6), explanted: 2010-(B)(6), product type programmer, patient. (B)(4).